Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer's blood glucose was 422 mg/dl at the time of incident. The customer stated that she was treating the high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.